Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient has deceased. The patient's right ventricular lead had perforated a vessel and the patient experienced cardiac tamponade. No additional information was reported.